Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour sheath with lot 0012910749 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the handle and shaft were intact with no apparent issue. The steering mechanism and deflection test were performed. No anomaly was discovered. The pressure test with 45 psig showed the pressure decay in the device was 0.05604 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00817 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported air ingress and hemostasis valve issues were not observed with the returned sheath. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was inserted and air removal from the sheath was attempted, air continued to be expelled. It was thought the valve malfunctioned. The sheath was then replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.